Manufacturer narrative:
Tosoh field service engineer (fse) went to the customer site and replaced the bent sample nozzle. Following replacement, the fse checked alignments and verified proper operation of the analyzer. The customer requested to have an extra nozzle onsite in case event recurs. The reported problem was resolved by the fse and the aia-360 analyzer was returned to use. The most probable cause of the reported event is related to a cap left attached on the tube. The aia-360 operator's manual was reviewed and indicates the following: uncap primary tubes warning label - please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report a bent/broken sample nozzle during use of the aia-360. It is believed the needle was damaged when a patient sample was run using a tube with a cap. The customer has no back up needle and is unable to run bhcg, prl and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.